Event description:
It was reported that a non-sustained ventricular tachycardia episode was detected. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was indicated. Technical service's call report indicated double counting of the qrs and discussed programming options.